Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. At the present time this complaint is closed. Device not available.

Event description:
It was reported that following an MRI the valve setting moved from "2" to "3". After an 1.5 tesla MRI on (B)(6) 2017, it was reported that the patient wasn't feeling well and exhibited symptoms of overdrainage and fluid pocket collection. The physician confirmed with a tool kit that the setting was at 3. The setting was reset back to 2 and this was again confirmed by the physician with the tool kit. No further intervention was performed. The device remains implanted. The patient's condition is under monitoring.